Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the control panel was not functioning in an arctic sun device, and there was a blackout and needed screen replacement. Per review of wo on 28nov2023, there was no patient involvement. Per follow-up information received via email on 14dec2023, this is a depot repair. The device was sent to the approved depot for repair. The repair is ongoing. The control panel and mixing pump were going to be replaced.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device was evaluated upon receipt. After switching on the device and the operational test, a malfunction of the mixing pump was detected. Replaced mixing pump. The device passed applicable tests after repair. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: f,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The actual/suspected device was inspected.

Event description:
It was reported that the control panel was not functioning in an arctic sun device, and there was a blackout and needed screen replacement. Per review of wo on 28nov2023, there was no patient involvement. Per follow-up information received via email on 14dec2023, this is a depot repair. The device was sent to the approved depot for repair. The repair is ongoing. The control panel and mixing pump were going to be replaced.